Event description:
It was reported that on (B)(6) 2025, a 34mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 14f amplatzer amulet delivery sheath. The device sizing was determined using a 3d printing simulator and 3mensio software. During procedure, the anchoring was confirmed on the amulet device and deployed. The close criteria was performed and tension test performed multiple attempts. The device compression was in a roman helmet shape. One day after the procedure, on follow up imaging it was noted the amulet was completely dislodged into the left atrial space. The amulet was surgically removed. The physician mentioned the cause of effusion was sizing issues. The patient was reported discharged.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device embolization was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the available information, the root cause of the device embolization could not be conclusively determined. One fluoroscopy image received suggests possible device oversizing due to over-compression on the mitral aspect, which may have contributed to the event; however, this cannot be confirmed. The reported surgical intervention was a result of case-specific circumstances as surgical intervention was performed. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2025, a 34mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 14f amplatzer amulet delivery sheath. The device sizing was determined using a 3d printing simulator and 3mensio software. During procedure, the anchoring was confirmed on the amulet device and deployed. The close criteria was performed and tension test performed multiple attempts. The device compression was in a roman helmet shape. One day after the procedure, on follow up imaging it was noted the amulet was completely dislodged into the left atrial space. The amulet was surgically removed. The physician mentioned the cause of effusion was sizing issues. The patient was reported discharged.